Manufacturer narrative:
All available information was investigated, and the reported clip introducer leak was confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified this complaint to be related to a potential product quality issue. Based on the available information, the reported clip introducer leak is due to insufficient silicone fluid. The insufficient silicone fluid was investigated under an exception. Corrective actions to update the procedure to improve detection and verification of the presence of silicone were approved and are pending implementation. A cause for the observed torn silicone valve could not be determined. The reported unexpected medical intervention is the result of case-specific circumstances. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4. While inserting the clip delivery system (cds) into the steerable guide catheter (sgc), a leak was observed in hemostatic valve of the sgc. The physician stated the leak was caused by the cds and there were no issues with the sgc. Therefore, the cds was removed and replaced. It was noted additional aspiration outside of the instructions for use (IFU). The sgc was continued to be used and one clip was successfully implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.